Event description:
Allegedly revised due to broken neck while running on treadmill.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Attempts have been made to have the product returned. This report will be amended when the investigation is completed. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This is the same event as 1043534-2008-00055, 00057, 00058, 00059.